Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02635. It was reported the patient's ipg was eroding through the skin. Surgical intervention was undertaken in which the patient's ipg was explanted to address the issue. During the procedure, the patient's lead was intentionally severed by the physician. Surgical intervention may be pending to address implanted remaining portion of the lead.